Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump "literally" jumped, moving left and right with a "hard noise like something mechanically was hit" and then the pump stopped without alarm or stop command. The pump was on position 3 (suction pump). The device was not changed out, as they used another pump on the system base. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00236. Local technician performed a first inspection: start / stop pump (shortly): worked without the noise. Start / run five minutes / stop shortly: same result. Open pump and look for mechanical damage or obstacles or loose parts: nothing found. Race rotation lever had some substance which was difficult to remove (side rotating locker system was hard to move: after cleaning, the locker push button goes normally).